Manufacturer narrative:
The product analysis indicates one opened sample of part number 1883504hr from lot number hg20wdw was received. There was a residue consistent with biological contaminants on the device. A microscope and calipers were used to evaluate the device. Visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.16¿ in length. The break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 3rd proximal valley while moving in a ccw direction which resulted in the observed break. There were no signs of misuse or mishandling. There was no evidence of concentricity issues or bend in the outer tube. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. The inner cutter and outer tube are supplier manufactured; additional components are installed for the final assembled by medtronic at (B)(6). Complaint substantiated / confirmed: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, the tip of a tricut blade broke. The detached piece was retrieved without intervention or additional procedures.